Event description:
During a sigmoidectomy procedure, the anvil came off when rotating the adjusting knob. Another like device was used to complete the case. There were no adverse consequences to the patient.